Manufacturer narrative:
The reported complaint was confirmed based on the data logs received. Multiple diligence attempts for part return were unsuccessful so no further evaluation could be completed. Per data log analysis, starting on 15-dec-2018, several pumps and modules were reporting "5v supply voltage test failure" events. This includes the following pumps/modules: large roller pump, small roller pump , air bubble detection, level sensor, pressure module and temperature module. Most likely cause would be the power cable from the power manager to the network interface card (nic). The nic or the power manager could also cause this issue. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service engineer from the manufacturer's subsidiary, disassembled and reassembled the power manager and all the connections again and again till the alarms were eliminated. The same alarms were experienced on the following days when the unit was used in a case. The field service engineer connected the safety modules to the left nic board and changed the connection of two pumps to the left nic board.

Event description:
It was reported that during preventive maintenance (pm) of the device, two roller pumps that were connected to the right network interface card (nic) board had a "?" Mark and were crossed out. There was no patient involvement.